Event description:
It was reported that during a surgical procedure, with a patient on the table (pot), the laser shutdown and error message ¿04¿ was observed. The procedure was ¿not completed due to this event¿. Patient outcome: no report of injury to the patient no additional information provided.

Manufacturer narrative:
Service in the field was performed on may 03, 2017. The replaced simmer supply was received at the manufacturer on june 23, 2017. The simmer supply assembly is being sent to the supplier.

Manufacturer narrative:
System analysis on may 02, 2017: the reported error 04 was confirmed and it was determined to be the result of a faulty simmer supply. The simmer supply was ordered. Service repair on may 03, 2017: the faulty simmer supply was replaced. The system was tested and verified to meet manufacturer¿s specifications.

Manufacturer narrative:
Service in the field was performed on may 03, 2017. The replaced simmer supply was received at the manufacturer on june 23, 2017. The simmer supply assembly is being sent to the supplier. Product evaluation: the simmer supply was evaluated by the supplier on august 03, 2017 and noted "24 vdc input circuit has failed "open" and internal circuit failure preventing trigger output from device" was observed. The device is not repairable was noted. The simmer supply will be discarded was noted. Probable root cause: based on supplier analysis report, the probable root cause was determined to be faulty input circuit in the simmer supply.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2017. The replaced simmer supply was received at the manufacturer on june 23, 2017.